Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead displayed intermittent far field r-wave (ffrw) noted during atrial refractory period on the presenting rhythm strip. Follow up was completed with the patients clinic. The allied health professional (ahp) at the clinic was able to verify that the patient was seen in-office since the remote transmission was sent. Ahp stated that the patient's file does not show any adjustments or reprogramming was completed at the visit. The lead remains in use. No patient complications have been reported as a result of this event.